Event description:
It was reported that balloon rupture occurred. The de novo target lesion was located in the left anterior descending artery. A 2.00mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured at 4 atmospheres. The balloon was removed completely and the procedure was completed with another 2.00mm x 15mm emerge¿ balloon catheter and a stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).